Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The red luer adapter was completely detached and was not returned for evaluation. Kinks and curved shape memory were observed in both extension tubes. Microscopic inspection of the proximal end of the detached extension tubing revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling was observed in the vicinity of the break. The fracture features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to repetitive mechanical stress such as twisting and kinking which may gradually cause a crack(s) to form in the extension tubing material and may ultimately lead to material failure.

Event description:
It was reported by the customer "red lumen on 5f dual lumen PICC broke off. The PICC was placed in ir on (B)(6) 2023 catheter started leaking on (B)(6) 2023 and completely broke off on (B)(6)."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "red lumen on 5f dual lumen PICC broke off. The PICC was placed in ir on (B)(6) 2023, catheter started leaking on (B)(6) 2023 and completely broke off on (B)(6).".